Event description:
It was reported that the atrial lead had noise, high impedance and a possible conductor fracture was suspected. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.